Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative concerning patient with implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn, spinal pain. It was reported that ins had been removed and the patient believed she still has the leads or partial leads implanted. The patient reported that the device was not working for her, so this is why it was removed. No additional information was available. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.